Event description:
It was reported that the patient developed a ¿serious¿ infection at the implant site. After wound evaluation, the physician decided immediately to explant the system to prevent permanent disabilities. The patient was in the intensive care unit for further wound care and infection control. The type of organism cultured from pus was later indicated to have been staph. Lugdunensis. The patient reportedly recovered ¿well¿ and was discharged on (B)(6) 2015. It was noted that the infection was controlled and the patient was "following at opd."

Manufacturer narrative:
Concomitant products: product ID 338940, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type lead; product ID 338940, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type extension; product ID m924256a, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type accessory. (B)(4).